Event description:
It was reported that a patient underwent a balloon kyphplasty (bkp) at an unspecified thoracic level to treat an osteoporotic vertebral compression fracture. During inflation, the balloon ruptured. According to the report, there were no noted changes in vital signs when the balloon broke. No allergic symptoms occurred and no fragment was left in the patient. It was also noted that a "pinhole-like hole could be seen in the balloon" after it was withdrawn from the patient and reinflated outside the operative field. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.